Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the bolus button cover was intact, but the button itself was unresponsive. There was moisture found on the bolus button contact when the cover was removed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.